Event description:
One touch ultra meter was set to the wrong unit measurement. Patient's spouse recalls noticing a decimal point in the results. Patient never questioned the results and kept taking set amount of insulin three times a day. In 2003, patient had a regularly scheduled appointment at the hosp, where a blood glucose result in the "400's" was obtained. Patient obtained a "20.0 mmol/l, 15.0 mmol/l, and 27.5 mmol/l", on their meter that same day. Patient's spouse described pt as feeling thirsty, nauseous, and having frequent urination for several days prior to the appointment. The physician admitted patient to the hospital, where they were treated for high blood glucose. Patient's spouse reported that their kidneys "stopped working" while in the hospital. Patient was released 6 days later. Based on the information supplied by patient's spouse, there is an indication that the product manlfunctioned and that the event meets the criteria for medical device reportable. Patient's spouse does not recall entering the meter setting mode or changing the battery. Hence, there is no evidence that the patient or spouse changed the unit of measurement. The patient did suffer an adverse event, since they developed high blood glucose levels, high symptoms, delayed treatment and was hospitalized.